Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the patient reported that he had fallen. An increase in left ventricular pacing threshold was noted. X-ray revealed lead dislodgement. The lead was repositioned successfully.